Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr3248 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after decompressing the hematoma from the right frontotemporal cramp, the patient received a PICC catheter infusion treatment on (B)(6) 2021. The patient felt that the implantation was not smooth after being placed 50cm, and the bedside x-ray was taken afterwards. It showed that the catheter reflexed below the middle third of the left inner clavicle in the superior vena cava. The PICC catheter was adjusted on (B)(6), and the x-ray showed that the catheter on the left medial clavicle in the superior vena cava was reflexed, and the patient's puncture site on (B)(6) redness, blockage of PICC catheter, poor infusion, and unavailability.